Event description:
Caller reported a malfunction on pump, identified by malfunction code ¿malf 0.¿ there was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace pump, advising caller that replacement would have updated software and providing instructions on returning malfunctioning pump. Caller was required to program settings and connect cgm to replacement pump, and was informed of return process to avoid charges. Customer understood and acknowledged all instructions.